Event description:
It was reported patient's ipg was unable to communicate with external devices. A manufacturer representative met with the patient and was able to recover the ipg. The device is providing therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.